Manufacturer narrative:
The architect i2000sr, serial # (B)(6) was evaluated, and it was determined that part replacement was required. Replacing the syringe assy and the arc pump body 100microl resolved the customer reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the architect i2000sr, serial # (B)(6), syringe assy, or the arc pump body 100microl with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the syringe assy and the arc pump body 100microl as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect i2000sr, serial # (B)(6), syringe assy, or the arc pump body 100microl.

Event description:
The customer observed a falsely elevated architect free t4 result for one 66-year-old female patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = 22.46 pmol/l repeat = 16.2 pmol/l ft4: = 19 years 9.0-19.0 pmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect free t4 result for one 66-year-old female patient. The sample was repeated with lower results. The following data was provided: sid (B)(6), initial result = 22.46 pmol/l repeat = 16.2 pmol/l. Ft4: = 19 years 9.0-19.0 pmol/l no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.